Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a battery issue was confirmed during evaluation. This condition was caused by depleted main batteries. The main battery and battery harness was replaced at the facility to correct this condition. The device was evaluated on-site at the customer facility. Similar reports have been received for the reported problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Upon further review by quality engineering, the reported battery issue was determined to be a use/user error. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a battery issue; this condition had the potential to interrupt delivery. It is unknown when or in which care area this event occurred. It is unknown if there was reported patient injury, medical intervention necessary or adverse reaction in association with this event. Patient involvement is unknown. This involved a colleague infusion pump with a user interface module master software version 6.13.92. No additional information is available.